Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. The customer blood glucose level was in the 150 mg/dl range. Reportedly the customer was able to load a second cartridge in the past, however the customer was unable to load a new cartridge at the time of the event. It was confirmed that the customer has alternate insulin therapy available.